Event description:
It was reported that when using the bd pyxis medstation system, the tower door failed in the intensive care unit (ICU) and required maintenance. The pharmacist was unable to recover the functionality of the pyxis tower door. The malfunction occurred when a user tried to dispense medication to the patient, which resulted in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed at the station. A field service engineer confirmed with the customer that the tower door was recovered. The customer indicated that they did not require on-site service. The system functioned as intended after the customer resolved issue.